Manufacturer narrative:
(B) (4). The ge service rep could not duplicate the problem. The system operates as intended.

Event description:
The customer reported that the image was black. No patient injury was reported.